Event description:
Customer reported blood glucose results of 283 mg/dl, 150 mg/dl, 119 mg/dl, and 121 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms; did not treat or act on results. No adverse event reported. A request was made for the return of the system; replacement was sent.